Event description:
The patient's son called in to report the ipg needed replacing because of the battery and was not functioning properly, also reported leakage on the ipg (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).